Event description:
The customer reported that erroneously elevated iron (fe) results were generated from a unicel dxc 800 synchron system for multiple patients. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of two patient samples which possessed elevated initial fe results. Upon multiple repeat tests on the same instrument, the repeat fe results were lower and regarded as valid. The customer also provided additional analyte results, however, these results were not in question as part of this event. The fe results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer indicated previous erratic fe quality control results. Beckman coulter inc. Assessment of customer supplied instrument/analyte performance data indicated some elevated quality control (qc) outliers of greater than four standard deviations recovered four days prior to the event. Calibration and qc data after this date and leading up to the event were within the established ranges and close to the mean. The plasma samples were collected in lithium heparin tubes, centrifuged at three thousand revolutions per minute for ten minutes, and tested within four hours of collection.

Manufacturer narrative:
Service was dispatched to the site to address this issue. The field service engineer (fse) replaced the cartridge chemistry sample mixers, reagent syringe plunger and reagent probe a. Alignments were performed after replacement of components. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode of the event was an instrument hardware failure.